Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computated tomography (CT) scan of the abdomen and inferior vena cava (ivc) filter revealed the apex of the filter is at confluence of renal veins and ivc. No significant tilting is seen. Struts are intact. Mild extension beyond confines of vena cava is noted. One strut approximates right wall of the posterolateral aorta. No periaortic density is seen to suggest hematoma or other abnormality.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computated tomography (CT) scan of the abdomen and inferior vena cava (ivc) filter revealed the apex of the filter is at confluence of renal veins and ivc. No significant tilting is seen. Struts are intact. Mild extension beyond confines of vena cava is noted. One strut approximates right wall of the posterolateral aorta. No periaortic density is seen to suggest hematoma or other abnormality.